Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type :catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2000 mcg lioresal at a dose of 440 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a headache that she could not get rid of. The patient was experiencing what they considered spinal headaches. They believed the patient had a spinal leak in the catheter. The hcp replaced the whole catheter on (B)(6) 2017 and used tisseel to close the hole produced by the other catheter that was removed. There were no environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. There were no interventions/actions taken to resolve the issue. The issue was resolved and the patient status was alive with no injury. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.